Manufacturer narrative:
(B)(6). Device evaluated by MFR.: promus element plus, mr,ous 3.50x20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found the first stent strut on the proximal end to be lifted. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13-aug-2020. It was reported that crossing difficulties and shaft kink were encountered. Vascular access was obtained via the right femoral artery. The 80% stenosed, 16mmx3.5mm, concentric, de novo target lesion with a bend of >45 degrees was located in the severely tortuous and severely calcified left circumflex artery. After a 3.5mm 6f non-bsc guide catheter and a non-bsc guide wire crossed the lesion, predilation was performed with a 2x12mm maverick balloon catheter with residual stenosis of 40%. A 3.50x20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The physician noted resistance, so he maneuvered which results to hypotube kink. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.